Event description:
The report from the field indicated that during a percutaneous coronary intervention (pci) procedure, the cypher stents dislodged from the sds. The target lesion was a heavily calcified right coronary artery (rca) lesion. The guiding catheters used were: a 6fr. Ave jr4 and a 6 fr. Ave al1. A cypher 3.5/18 mm stent was used first, it dislodged and ended up at the level of the right superficial femoral artery (sfa). The dr changed guiding catheters and attempted to deploy a cypher 3.5/33 mm stent which also dislodged. Both products were inspected prior to the procedure and appeared to be normal. Both products were also reported to have been prepped properly without any problem. The pt was seen recently, approximately three (3) weeks after the index procedure. The stents were reported to be still in the pt, one (1) in the right thigh and one (1) in the pt's left thigh. The stents were not deployed there. The stents were reported to be in small vessels and doing no harm. This is one of two products used during the same procedure. Please reference MFR report #3003742446-2005-01840.